Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous veno-venous hemodiafiltration (cvvhdf), using a prismaflex control unit, return and filter extremely positive alarms were generated. It was reported clots were observed throughout the circuit including the return line. The extracorporeal blood was not returned to the patient. Treatment was discontinued, and the set was changed. After changing the set, immediate access extremely negative, return extremely positive, and filter extremely positive alarms were generated. Treatment was ended again, (no further details). There was no report of patient injury or medical intervention associated with this event. No additional information is available.